Event description:
It was reported by the attorney that the plaintiff underwent surgery in 1998, where vicryl sutures were used. The attorney alleges that the plaintiff subsequently developed an infection which caused pt's death. No other info was provided.